Event description:
The patient reported exposed wires on the power cable due to their dog. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device and power accessory were not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.